Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) due to monopolar energy issues. The system was tested and verified as ready for use. Isi has received the iesu for failure analysis. The iesu energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The unit is in a good condition.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar energy could not be activated with the integrated electro surgical unit (iesu) erbe. The customer switched to a third-party generator to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. For the non-robotic portion of the procedure, where they have to first cauterize the skin to be able to get in, they brought in another esu. The procedure was robotically completed with the same generator for the procedure.